Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Testing indicated that the positon potentiometer was non-functional. Therefore, the position potentiometer was replaced. Following repair, the device passed all function and delivery testing.